Event description:
It was reported that an epileptologist's serial adapter cable was exposed for his handheld computer. The physician requested a new serial cable and a new serial cable was sent to the physician. The reported serial data cable was returned to the MFR and is currently undergoing product analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.